Manufacturer narrative:
The support arm bracket was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the threaded insert for the handle had been threaded too far into the base causing fit issues with the mating part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter bracket was damaged upon install. The screw spins down and is pushed too far into the body of the clamp. It will not slide on to the receiving piece. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter bracket was damaged upon install. The screw spins down and is pushed too far into the body of the clamp. It will not slide on to the receiving piece. No patient was present at the time of the event. Manufacturer representative (rep) was the person who noticed the issue and confirmed that there was an out of box failure. The emitter was confirmed to work fine, the only issue was with the emitter bracket.